Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device booted to an alarm 74 (non-recoverable system error). Biomed explained this was indicative of a t2 (outlet control temperature) thermistor failure. Per follow up information received via email on 02aug2022, there was no patient involvement. Per sample evaluation results received on 18aug2022, it was noted that the hot side connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress, the ac main voltage circuit card will be preventatively replaced.

Manufacturer narrative:
The reported issue was confirmed manufacturer supplier related. The device was evaluated. The hot side connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress. The ac main voltage circuit card was replaced. The device passed all applicable testing and is ready for use. "The overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology. It was concluded that the following was the root cause: supplier ¿ root cause. Inadequate verification and validation activities of the crimping process. Single pull test did not provide stability of process. Evidence was not provided when requested for maintenance of records or crimp tools. No crimp cross-sections provided." The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The device history record could not be reviewed. Labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the arctic sun device booted to an alarm 74 (non-recoverable system error). Biomed explained this was indicative of a t2 (outlet control temperature) thermistor failure. Per follow up information received via email on 02aug2022, there was no patient involvement. Per sample evaluation results received on 18aug2022, it was noted that the hot side connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress, the ac main voltage circuit card will be preventatively replaced.